Event description:
It was reported that the device was explanted due to a suspecting malfunction. Poor r wave sensing was observed on the lead. Device was sent back for analysis.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of lead malfunction was not verified in the laboratory. The device was tested on the bench and no anomaly was found. All device functions were normal.